Manufacturer narrative:
The individual was told that the patient should contact her cardiologist with this information. At this time, this device remains implanted and in service. No additional information is available. Once any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that a family member of the patient with this pacemaker reported that the pacing impedance measurement on the right ventricular (rv) had increased. No information on the lead was available. No adverse patient effects were reported.